Event description:
The customer reported that the collimator needed to be aligned according to specifications.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep re-aligned the collimator and centered the c-arm ccd camera and c-arm collimator then verified proper image alignment. He recalibrated the collimator sizing in all modes and verified collimator iris sizing. The unit is operating as intended.